Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws would not cauterize. The cable was switched but the problem persisted. A replacement unit and cable were used to complete the procedure. The hospital did not report any pt effects. The products were discarded. It was also reported that the hospital had a hard time keeping track of how may times the cable was sterilized so they discarded the cable as well.